Event description:
It was reported "pump restarting automatically while connected and in use in patients. Cross symbol on battery and helium icons". Additional information states that the pump console was swapped with another ac3 pump. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4).UDI number unavailable as complainant did not report a lot number.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The reported complaint "pump restarting automatically" was confirmed based on the video supplied by the customer. The video shows the display screen resetting. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "pump restarting automatically while connected and in use in patients. Cross symbol on battery and helium icons". Additional information states that the pump console was swapped with another ac3 pump. The patient's current condition is reported as "stable".